Event description:
It was reported that there was an issue with the plunger. Additional information was received at time of device evaluation; the issue that the customer experienced was an check syringe plunger sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that the device was in good condition with few minor scratches on keypad. During the power up process, the reported problem was duplicated. Check syringe plunge sensor was found during power up process. The root cause of the reported issue was found to be the dowel pin came loose from plunger head mount and caused the misalignment of parts inside plunger assembly. This was caused by a design issue. Replaced plunge head mount and dowel pin. Performed power up process and all functional tests which passed. (UDI) is unknown. No product information has been provided to date.